Event description:
As reported by the user facility, on 3 different occasions, on 3 different patients, the 110 4 b catheter was connected to monitor - was reading a normal icp (0 to 15 mmhg), then dropped to a negative number. One occurred out of box, the other occurred a day later. Date of incident: sometime during week of (B)(6), client unsure of exact dates. Device in contact with patient: 110 4 b, olm parenchymal catheter. Patient injury/ death alleged: none. Revision/medical intervention required: none. Patient prepped for surgery: not applicable. Patient information: do not have. Delay in surgery due to late receipt of product: not applicable. Delay in surgery due to product problem: not applicable. Additional information received via email on (B)(6) 2018: "we are happy to provide whatever additional info is needed. We recently had a very concerning issue in which we had a patient who had a camino placed and then replaced due to negative numbers during the day. It was negative again after shift change. The patient had to be rescanned to see if there were changes. His neuro exam was unchanged but had a very poor exam. A second camino was placed and the read was 54. - first reading negative 7. The patient was provided treatment for his icps including medication and a ventriculostomy placement. The number for the ventric matched the second camino initially. This patient had 2 more CT scans ( 3 within 12 hours) in order to help guide treatment as assess his brain. The second camino changed to negative within the next 12 hours. I attempted to save the camino, but somehow it was discarded. I can probable find out the lot number from our central supply. This was placed by experienced providers." Additional information received via email (B)(6) 2018: "site is experiencing large swings in readings to the negative side after the catheter has been zero'd and placed. This is occurring possibly 24-48 hours into use." Cross reference MDR# 2023988-2018-00046